Event description:
It was reported that patient underwent a right hip revision after an unknown amount of time post op due to loose stem component. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the hospital did not approve of the return. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01705.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h6 h6: component code mechanical g(04) ¿ stem radiographs were provided and reviewed by a health care professional. Review of the available records identified an undersized femoral head, possible partial dislocation and possible loosening of the femoral stem. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause could not be determined. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2022 - 01821 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.